Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) re-exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming changes were made. Patient condition was stable throughout.

Manufacturer narrative:
Correction: a4 - patient weight should have been included in 2017865-2023-35917 submitted on 16 may 2025.